Event description:
Customer reported a malfunction indicated by code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in resetting it. The malfunction code did not reappear after the reset, and the customer was able to continue using the pump. Technical support advised the customer to call back if the issue recurs, and the customer acknowledged this instruction.